Manufacturer narrative:
A steris service tech inspected the table and was able to duplicate the reported event. The table has been removed from service for further investigation. Investigation of this event is currently in process. A f/u report will be submitted when add'l info becomes available.

Manufacturer narrative:
A steris account manager met with the user facility and stated that they did not want to place the cmax surgical table back into service. The user facility has decided to purchase a 4085 surgical table.

Event description:
The user facility reported that their cmax surgical table is intermittently unlocking during pt procedures, when the table's height is commanded to raise or lower.